Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the "site indicated abnormal sensing and fracture." Follow-up with the physician's office was attempted to determine which lead had abnormal sensing and was fractured, and if any intervention was done, but no information could be obtained. The lead remains in use. The patient was a participant in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Ifinformation is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the right atrial lead was oversensing far-field r waves, no intervention was done, and the lead remains in use.